Event description:
The customer reported reticulocyte test results were outside the laboratory-established ranges for quality control (qc) samples when using the unicel dxh 800 coulter cellular analysis system. The instrument also generated an error condition of "flow cell clogged" errors and flagging for p (partial aspiration), r (review results), h (result is higher than reference interval high limit) and l (result is lower than reference interval low limit flagging). While servicing the instrument, a beckman coulter field service engineer (fse) later discovered a leak of an unknown amount of fluid which was contained within the instrument. The customer was wearing gloves and lab coat when the leak was discovered. There was no exposure to wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and discovered the flow cell sample line was disconnected at inlet port #1. Further trouble shooting revealed that the dv (distribution valve assembly) waste line #3 was clogged resulting in excessive backpressure at the flow cell port #1. The fse re-connected the sample line resolving the leak and purged the dv waste lines resolving the flow cell clog error messages and flagging. Product labeling: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).